Event description:
It was reported that during a robotic radical cystectomy procedure two devices were used in the case with five cartridges. There was severe bleeding from the staple line, but it is unknown if the bleeding occurred at all five firing. The surgeon stated that some of the staples were not formed or not formed correctly. It is unknown how the bleeding was controlled. The patient received 4 units of blood.

Manufacturer narrative:
(B)(4). Instrument b: batch # f5wn0c, exp date: 09/06/2014; manufacture date: 10/06/2009; (spring cartridge lockout tab); the analysis results found that the long45a device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis showed that the long45a device (b) was received in good visual condition and with five reloads present. Reloads c, d, f, and g were received fully fired and with the lockout spring normal; reload e was received fully fired and with the lockout spring broken. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.